Event description:
Pt's behavoir is diffrent since vns implant. It was reported that the pt experienced 200-300 seizures per day before vns implant and that pt is now seizure free. The pt's family member reports that the pt "walks around like a zombie" and just stares into space. The pt's family member indicated that the pt has had a decrease in alertness and does not interact as well with others. Per the pt's family member, the pt's speech and conversation level has also decreased. There have been no changes in the pt's drug regimen. Pt's family member plans to ask neurologist to lower device settings in an attempt to help with the "zombie-like" behavoir. Treating neurologist indicated that the pt's condition is improved. Neurologist indicated that the pt "is growing up and is more alert on current medications." No intervention has been taken and none is planned.